Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine check, dislodgement, a drop in ventricular sensing, and inappropriate capture were observed. Patient was asymtpomatic. When repositioning was unsuccessful, the lead was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the procedure, the patient received an inappropriate shock.